Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the act key was not sensitive. No further details provided.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. Pump received with cracked battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window.(B)(4).